Event description:
On (B)(6), 2010 the patient's mother contacted animas to report the pump's date and time were incorrect. The reporter claimed she had corrected the date/time, but on the next morning the pump date/time were again defaulted to factory settings. On an unspecified date, the patient obtained a blood glucose reading of hi mg/dl (greater than 600 mg/dl) and he experienced the symptom of vomiting. The patient was treated with a bolus of insulin via a syringe injection, and his blood glucose level dropped to 380 mg/dl. The patient tested positive for large levels of ketones and he passed out. The patient was taken to the hospital, where he was treated intravenously with insulin and fluids and admitted to the hospital with a diagnosis of dka. Troubleshooting revealed there had been no power failure for the pump, and that the patient's mother had not reset the pump's date/time correctly. The owner's booklet alerts the user to confirm the date and time on the "verify" screen after a reboot event. The pump was returned to animas for evaluation, and no insulin delivery issues were found. The patient's technique was incorrect by not verifying the correct date and time on the pump. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was hospitalized in dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. On (B)(6), 2010 the pump was exercised and evaluation and no issues with the pump's insulin delivery were found; it passed testing. A secondary issue was discovered in that the bt1 component failed. However, this issue is not the reason for this report submission and did not contribute to the patient's injury.